Event description:
Event description cpi received information that this bipolar steroid eluting lead (4285) was implanted with a screw in (4269) lead and an implantable pulse generator (ipg). After the pocket was closed, the pacemaker showed loss of capture. Fluoroscopy showed the ventricular lead (4285) had dislodged. The physician elected to remove the (4285) lead, and implant a fixation screw in lead (4269).